Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, the right atrial lead exhibited noise that was oversensed by the device. No intervention was performed and patient condition was unknown. The patient will continue to be monitored.

Manufacturer narrative:
UDI not available as product was manufactured on or before 23 sep 2014.